Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy pca pumps - 6300 complaint of constant beeping after self test was not confirmed in the event log nor during testing after powering on device. Preventative measure was taken to replace the downstream sensor. Physical condition reported fair with cracked housing. Device passed all functional testing.

Event description:
Investigation completed and summarized in h 10.

Event description:
Information received a smiths medical cadd legacy pca pumps - 6300 has alarm of constant beeping after self test. No patient adverse events reported.